Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/15/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/30/2017 with the following findings: occlusion detection verified in alarm history and black box. Unable to duplicate occlusion complaint. Force sensor within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.